Manufacturer narrative:
Citation: drakopoulou et al. Impact of valve over-sizing after transcatheter aortic valve implantation with a self-expanding valve: a multislice computed tomography study. J invasive cardiol. 2019 may;31(5):e76-e82. Www.invasivecardiology.com/articles/impact-valve-over -sizing-after-transcatheter-aortic-valve-implantation-self-expanding-valve-multislice-computed-tomography-study. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding multislice computed tomography study of the impact of valve over-sizing after transcatheter aortic valve implantation with a self-expanding valve. The study population included 152 patients (predominantly male, mean age 80 years), all of which were implanted with a medtronic corevalve (n = 60) or evolut r (n = 92) bioprosthetic valve (no serial numbers provided). Among all patients, 13 deaths occurred. One periprocedural death was due to left ventricular perforation. Based on the available information medtronic product may have been associated with the death. The remaining twelve deaths occurred during follow-up: lower respiratory tract infection (n=4), sepsis (n=5), cancer (n=2), and accident (n=1). Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: moderate/severe paravalvular leak, stroke, major vascular complications, bleeding event, arrhythmia requiring new permanent pacemaker, and intervention to implant a second valve. Based on the available information medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.